Event description:
It is reported that all pins of the universal oscillating saw attachment are broken. There was no patient harm; however there was a delay in surgery for approximately 0-15 minutes.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.